Event description:
The customer contact reported leak of a chemotherapeutic agent. The pt was receiving 60ml of an unspecified concentration of doxorubicin via a secondary tubing set that was connected to a primary plumset. After one hour in use, the nurse noticed leakage around the connection of the plumset and the secondary tubing set. The customer contact reported that approximately 5ml of medication leaked. The spill was cleaned up according to facility protocol. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.